Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought emergency room treatment on (B)(6) 2026 for an infection at the pod infusion site on the upper left arm while wearing the pod longer than 48 hours. The patient experienced pain at the infusion site and, upon removal of the pod, a large warm bump with redness, moisture, and drainage was observed. It was reported that insulin was draining from the affected area and the patient's blood glucose level increased to 526 mg/dl. The patient's mother removed the affected pod and initiated insulin therapy with a new pod a few minutes prior to presentation at the emergency room, and the replacement pod was reported to be functioning normally. Medical evaluation reportedly identified a small abscess through an ultrasound at the infusion site that did not require drainage, and the patient was diagnosed with an infection. Treatment included two antibiotic injections and a seven-day course of oral antibiotics. The patient was discharged from the emergency room on the same day following approximately one and a half hours of treatment. No additional information was provided.